Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, it appeared one of the prolieve temperature monitor (rtm) sensor's was not displaying any temperatures. The procedure was successfully completed with another prolieve thermodilatation system. No patient complications were reported as a result of this event. The patients condition was reported to be "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any further relevant information is received, a supplemental medwatch will be filed.